Manufacturer narrative:
After the third party service agent provided the repair quote to the customer, the customer declined the repair. The device has been returned to the customer, unrepaired. The device was not returned to physio-control for evaluation.

Event description:
It was reported that the customer's device would not charge defibrillation energy. This was observed during testing and was not related to any patient use.

Manufacturer narrative:
(B)(4). The contracted third party service agent evaluated the device and verified the reported failure. It was observed that the device needed the therapy pcb replaced as there was visible damage to the pcb assembly. Physio-control has provided the part number for a replacement therapy pcb assembly and following replacement of the pcb, the device will be returned to the customer for use. The device has not been returned to physio-control for evaluation.